Manufacturer narrative:
Problem code captures the reportable event of  fiber broke. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser body broke about twenty inches from the tip prior to use. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.